Manufacturer narrative:
Author citation: k sasaki, et al. A case of safely performing repeated acute-phase thrombectomy after antagonizing warfarin in a patient with cerebral embolism and a ventricular assist device. Proceedings and abstracts of the japanese society for endovascular therapy annual meeting vol. 31st, page 89 (2025). Department of neurosurgery, hachinohe city hospital; department of neurosurgery, tohoku university graduate school of medicine. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU lists potential adverse events, including pump thrombosis, venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The IFU also lists thromboembolism as a potential late postimplant complication. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that warfarin was antagonized and repeated acute phase thrombectomy was safely performed on the patient.